Manufacturer narrative:
At 95 days later, the pt was readmitted with "numbness and tingling around the right side of his mouth and the right side of his tongue". CT scanning noted "filling defects within the distal basilar artery as well as within the p1 segment of the left posterior cerebral artery". The pt was discharged 4 days later "overall doing well". The discharge diagnosis was "cva secondary to emboli, most likely cardiac in origin." It was further reported that no further intervention has been completed to locate the missing stent, as it was not considered to create risk to the pt. It is noted that the rotaglide lubricant was being used in an off-label manner. Remaining lubricant is not being returned and no analysis can be performed. As this product was used off label the determined root cause of this incident is "user interface contributed to event".

Event description:
It was reported via a maude event report that a stent embolized. The lesion being treated was located in the 1st septal branch of the left anterior descending artery (lad). The lesion was wired with another MFR's guide wire and successfully predilated with a 2.0 mm balloon. An attempt was made to cross the lesion with another MFR's 2.5 x 8 mm drug eluting stent, however, this was unsuccessful. An attempt was made to cross the lesion with a buddy wire and stent and this was unsuccessful as well. The guide wire was then exchanged for another guide wire that had been modified into a wiggle wire. Once again with or without a buddy wire they were unable to cross the lesion. A final attempt to cross was made with the modified guide wire and the stent lubricated with rotaglide lubricant. However, they were unable to pass through the tortuous fibrotic entry into the septal branch and the system resisted return into the guide catheter. The physician elected to remove the entire system out and down to the iliac where the system was retracted back into the guide catheter. Following removal, it was noted that the stent was missing and presumably left in the iliac. The sent was not visible and not thought to be problematic. Ultimately, a 2.5mm stent was successfully deployed in the proximal first septal with a "less than perfect result" with timi 3 flow.